Event description:
A 5mm x 18mm racer biliary stent was implanted into the ostial lesion artery. The lesion morphology was reported to be 99% stenosis, moderately calcified with moderate tortuosity. It was reported that the lesion site was pre-dilated with a 4.0x15 angioplasty balloon. It was reported upon inflation of the stent delivery system, the balloon ruptured at a pressure around 12 atmospheres. The physician performed an angio, and the stent looked fully apposed to the vessel wall and the stent was patent. Upon removal of the catheter, the balloon portion detached from the end of the delivery system. The balloon material remains in the pt at an unk location; the physician has elected to monitor the pt at this time. Both the distal part of the balloon and the delivery system must have sheered off together. At this point, the pt is fine and the arteries have good perfusion. The delivery system was returned and the analysis has been completed. The stent delivery catheter was returned without a stent on the balloon. The proximal portion of the balloon was not returned. There is approx 5mm of the balloon still attached to the delivery catheter. The space between the marker bands is 42 mm. It appears as the catheter was severely stretched. There is evidence of blood and contrast through the device. From the report and the examination of the returned device, it is possible that the pt's anatomy may have contributed to the balloon burst. No add'l sequelae were reported and the pt is reported to be fine.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.